Event description:
It was reported that the patient underwent caesarean-section on (B)(6) 2014 and suture was used. During the procedure, the tip broke off the needle. The needle piece was retrieved. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: a needle that broke in the body was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch gmk840, batch he5122. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.